Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial report stated that the status of the load was unknown. It was unknown if the load was released and used on patients. Asp received additional information from the affiliate that the load was not released. The instruments in the load were reprocessed and there was no harm or injury to any patient. Asp has reassessed the reporting determination and based on the new information considers this event as not reportable to FDA.

Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi)after processing in their sterrad sterilizer. The customer stated "the liquid in the bi (biological indicator) became less than original after cycle completed and the result is positive". The load content is unknown. It is also unknown if the load was released for use or recalled successfully. It is unknown if there is any injury or harm associated with the issue. There has been no response to follow up attempts. In the event additional information is received, a supplemental follow up medwatch will be submitted. This event is reported to the FDA for user error. Items from the load may have been released and used on a patient(s).